Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The plv was easily wired with a whisper wire, but then after conferring with second interventionalist, it was determined that the risks would outweigh benefits in trying to snare the distal portion of the bmw wire and then withdraw it given that it was trapped under the stent, would likely disrupt the entire stent and possibly dissect the rca and potentially even rupture it. What was the original intended procedure: percutaneous coronary intervention to the distal bifurcation right coronary artery. Device usage problem: device failed (e.g. Broke, could not get it to work or stopped working). Other therapies in use on patient: not known. Other devices in use on patient: yes, there was a stent being deployed. No additional information was provided. (B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The separation and device damaged by another device were confirmed. The entrapment could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted the hi torque guide wires instructions for use states: do not push, auger, withdraw, or torque a device that meets resistance. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
User facility medwatch report received stating: the first wire was placed in the posterior descending artery (pda) distal to the lesion, the second was advanced beyond the lesion and parked in the posterior left ventricular branch (plv) to protect it in case intervention caused the vessel to shut down. Once this was done, a 2.5 x 12 mm balloon was advanced over the pda wire to the site of the lesion and inflated to 14 atmospheres. The balloon was then withdrawn. Angiography showed the lesion had dilated well. Next, a 3-0 x 16 mm synergy drug-eluting stent was advanced over the same bare metal wire (bmw) wire that was parked in the pda. I t was carefully positioned to cover the entire lesion length. It was then deployed 10-12 atmospheres with the aim of pulling. Angiography was performed that revealed excellent flow into the pda and the plv with no impingement of the plv branch. At this point, an attempt was made to withdraw the bmw in the plv. Unfortunately, the bmw trapped behind the stent had unraveled and fractured/broke behind the stent. An initial attempt was made to snare the wire, but given the fact that the plv was small distally with the wire in the distal portion of the plv and the proximal portion of the broken wire trapped behind the stent, attempts to snare it and withdraw it would likely just cause more damage to the vessel, but likely disruption and shutting down of the vessel.